Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/28/2025. An investigation was conducted on 10/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. The shaft of the device closest to the base of the jaws was observed to be bent forward as well as the shaft closest to the harvesting device handle. The jaws were observed to be slightly open. The blue toggle was manipulated to open and close the jaws. The jaws remained in a slightly open state. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No additional testing was conducted due to the condition of the bent shaft as well the jaws not opening and closing all the way. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed, however, the analyzed failures "material twisted/ bent shaft" and "mechanical issue- jaws" were observed. The lot # 3000497687 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a procedure, the harvesting device cautery quit working mid case. There were no additional incisions or procedures required due to the reported failure. A new device was used to complete the procedure. Not sure of pre-cautery test was performed. The power supply was set to 3. There was no procedural delay. There was no patient harm.